Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2011, the customer has not reported any further trouble with this device.